Manufacturer narrative:
Reliability analysis evaluated 1 opened and used reservoir. Analysis inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion set. Analysis installed reservoir and connector into an insulin pump. Performed pump manual prime. Saw fluid flow through infusion set and out of catheter tip. Conclusion was reservoir not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's blood glucose was 569 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they were unable to troubleshoot for the no delivery alarm at the time of call. The reservoir will be returned for analysis.